Event description:
Boston scientific crm received information that after the pocket was closed following the implant of this cardiac resynchronization therapy defibrillator (crt-d), the patient had a hemothorax. The patient's chest was opened, and a chest tube was inserted. The cause of the bleeding could not be found, and the patient's lung started to collapse. The patient then expired. It was later discovered the subclavian vein had been dissected.

Manufacturer narrative:
The available information suggests this device was not explanted. Should the products be returned, or if any additional information related to this event becomes available, this event will be updated.